Event description:
The user was investigating erroneous sodium results from 11 pt samples collected from three different collection times because an ICU nurse questioned the results. The samples were rerun and amended reports were issued per instruction from their lab pathologist. The following pt example was determined to be discrepant which occurred on (B) (6) 2009, repeat testing performed on (B) (6) 2009. Initial result was 123 mmol per l. The same sample was repeated three times. The first repeat was run on the original c501 and gave a result of 145 mmmol/l. The second repeat was performed on another c501 at the customer site, and gave a result of 143 mmol/l. The third repeat was run on a different c501 at customer site gave the same result of 143 mmol per l. Erroneous results were reported. It is unk if pt was adversely affected. User stated she was unable to provide data or status on any of the pts as they are not allowed to contact the doctors on such matters adding these inquires have to come from the medical director and this individual is not available. Investigation is ongoing. If additional information is received, appropriate notification will be provided.